Event description:
The customer reported to olympus, when the light source was plugged in it had communication error b30, had a colored screen, and stops. The issue was found during preparation for use of a therapeutic esophagogastroduodenoscopy (egd). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a faulty scope socket (b30 error), and cosmetic wear and tear: the front panel is slightly discolored and the caution label is faded; rusted top cover, front panel bezel and chassis; discolored heat spacers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The costumer reported that the procedure was completed without delay using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b30 error" malfunction would likely be a communication failure occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.